Event description:
It was reported that x-ray and fluoro confirmed the left ventricular lead dislodged into the main coronary sinus. The lead was noted with low impedance, no capture, high thresholds, and an apparent insulation break. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.